Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and there was no response to magnet application. The patient was not pacemaker dependent and a device replacement was scheduled.